Event description:
Procedure: laparoscopic bariatric surgery. Reportedly, tyhe surgeon assumed that the device sealed correctly during surgery. However, the surgeon also insists the device performed an inconsistent seal, with normal sealing cycle, and without any device alarms in contrast to the devices he has used before. Subsequent to the original procedure the patient reportedly had serious hemorrhage the patient reportedly had a serious hemorhage and had to be brought back to surgery to be reoperated on. The patient lost a lot of blood and reportedly expired in 2005. The cause of death is not clear because the procedure may have also been complicated with a bowel perforation.